Event description:
It was reported that a substance fell off into the surgical site during a procedure. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer and the quality investigation is still ongoing. A follow-up report will be submitted if the investigation results require.